Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high thresholds and only capturing intermittently in unipolar versus bipolar configuration. Output to the lead was increased with the capture threshold management feature turned off so as to provide an adequate safety margin. The lead remains in use. No patient complications have been reported as a result of this event.